Manufacturer narrative:
The insulin pump passed functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. However, the insulin pump was received with minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was in the hospital due to high blood glucose of 407 mg/dl. It was stated that the temporary basal rate was increased to 200 percent but had no effect. It was stated that the customer's doctor sent the customer to the hospital and insisted on the insulin pump being replacement. The insulin pump would be replaced and returned for analysis.